Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 4 did not power on. A field service engineer (fse) replaced drawer control board and reseated all cables and wires. Further the fse examined the pyxibus cable and verified the device in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device would not power on, and remote smart service was offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.